Manufacturer narrative:
Concomitant: product ID 3708260, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3708260, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3708120, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3708120, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3986a45, product type lead. Product ID 3888-33, lot# va0a07z, implanted: 2014-(B)(6), product type lead. Product ID 3888-45, lot# va034q2, implanted: 2014-(B)(6), product type lead. Product ID 3550-39, serial# unknown, product type accessory. Product ID 97754, serial# (B)(4), product type recharger, product ID 97740, serial# (B)(4), product type programmer, product ID 3986a45, lot# n269714, implanted: 2014-(B)(6), product type lead. Product ID 3986a45, lot# n318286, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of efficacy of stimulation in all four electrode arrays. The patient had the system explanted on (B)(6), 2014. The device was not replaced. There was no patient injury. After the device was removed the patient recovered without sequela.

Manufacturer narrative:
Analysis of the ins determined no significant anomaly. The ins was functionally okay and only insignificant anomalies were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.